Event description:
It was reported that the patient underwent an explant procedure to remove two indirect decompression (ID) spacers due to severe spinal stenosis. The procedure was successfully completed with no patient complications. The explanted devices will not be returned.